Manufacturer narrative:
Device passed displacement test and self test. No unexpected pump error alarms during testing however, pump error alarm (line number 357 file number 38) and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to bg memory was corrupted. Unable to determine the root cause, problem isolated to the electronic stacks.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had multiple pump error twice within last half hour. The customer¿s blood glucose was 12.5 mmol/l. The insulin pump will not be returned for analysis.